Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during basal delivery. The customer's blood glucose was 104 mg/dl. Reportedly, customer would load a new cartridge and continue to use the pump for insulin delivery. Customer declined further assistance from tandem technical support.